Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was 1 clotted sample. The sample was recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Therefore, 45 retention samples from bd inventory were evaluated by visual examination and 8 retention samples by functional testing. No issues were observed for factors relating to clotting as all samples met specifications. The DHR review for batch 4135685 was satisfactory at time of release per internal procedures. During manufacturing and inspection, one defect was observed. A quality notification was generated and all affected product was discarded. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was 1 clotted sample. The sample was recollected. There were no other health consequences or impacts reported.